Event description:
It was reported the subject device needle came apart while trying to withdraw. The issue occurred during sedation for a diagnostic bronchoscopy with endobronchial ultrasound (ebus) procedure and was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6 the device was not returned to olympus for inspection as it was reportedly discarded. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.